Event description:
It was reported to siemens healthineers that a malfunction occurred while using the luminos agile max. The user stated that a patient was seated in a wheelchair during an examination, not fully pushed against the vertical table. The user lowered the tube onto the wheelchair. It was identified that the collision sensor on the right-side cover of the digital imaging tower (dit) was bypassed. No injury occurred to the patient. It is assumed that in a worst-case scenario a minor to serious injury might be the outcome should the issue recur. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
It was stated that there was a collision with a patient seating in a wheelchair when the user lowered the tube. The collision resulted in damage to the dit (digital imaging tower) cover, no one was injured. The investigation at customer site identified that a collision sensor was bypassed. Consequently, the movement was not stopped by the system as intended. The collision sensors in the dit covers are designed to prevent such issues by activating the emergency stop circuit, which stops all movements in case of collision. In general, service engineers must ensure that the safety equipment and the protective devices are not disabled and remain active before handing medical equipment to customers. An appropriate warning is documented in the replacement instructions (xpd1-325.841.02.06.02/10.25). In the installation instructions (xpd1-325.812.03.17.02/02.25) it is described that the collision switches of the dit covers must be connected. There is also a related checkpoint in the installation protocol. The analyzed installation and startup protocols of this system did not show either sensor issues or incorrectly installed collision sensors of the dit. It was not possible to identify at which point in time the collision sensor was disabled. The bypass on the affected system was removed, and the damaged dit cover with the collision sensors (10409069) was replaced by local siemens service organization.